Event description:
After using my CPAP machine for over a year. Notice shortness of breath and lungs feel full and can have a hard time taking deep breath. Did not have this feeling before buying this CPAP model. Have a dr's appointment on (B)(6) 2021 to check my lungs. Have shortness of breath. Doing simple out door project, or even fast pace walk. FDA safety report ID # (B)(4).